Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a pelvic organ prolapse repair procedure performed on (B)(6) 2020. According to the complainant, during the procedure, there was too much tension placed on the suture which caused it to break inside the patient. It is unknown if or how the detached dart was removed from the patient, and boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block a2: the exact age of the patient is unknown, however, it was reported the patient was over 18 years. Block h6: device code of 2907 captures the reportable event of dart detachment. Block h10: investigation of the returned capio slim device was performed. Visual analysis found that there were no issues observed with the cage and carrier. The ten riveting pins were in place. Furthermore, the suture was not returned with the device. Functional analysis was performed by actuating the carrier three times and it extended and retracted without any issues. Also, it was actuated (deployed) three times with the suture and the dart could be entered in the catch slot without any issues. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the reported event, a lot of tension was applied to the suture. This condition could have caused the issue of dart detachment. However, after analysis, it was determined that the device did not present any visual issue and it worked as intended. It did not show evidence of either the alleged issue or any defect that could have contributed to the event reported. Therefore, the investigation concluded that the most probable cause for the reported issue is no problem detected, since the device complaint or problem cannot be confirmed. A labeling review was performed and, from the information available, this device was used per directions for use (dfu)/ product label.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a pelvic organ prolapse repair procedure performed on (B)(6) 2020. According to the complainant, during the procedure, there was too much tension placed on the suture which caused it to break inside the patient. It is unknown if or how the detached dart was removed from the patient, and boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.